Event description:
It was reported that episodes of non-sustained ventricular oversensing due to crosstalk was intermittently leading to inhibition of pacing. Patient was asymptomatic. Inappropriate mode switch due to far-field r-wave oversensing was also noted. A chest x-ray confirmed normal lead position. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.